Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative repositioned and reconnected all of the cables. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed no image on the monitor. No patient injury was reported.